Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in a prismaflex m150 set. Approximately two hours into continuous renal replacement therapy, the leak was observed ¿when replacing the waste fluid bag under routine operation, the head of the waste fluid bag broken at the interface of the waste fluid bag.¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.